Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had flow issue during patient infusion. The issue was described as, the pump stopped delivering the dose between 20 to 30 hours. No kinks or obvious cause were noted, and the pump then resumed on its own after some time. The device appeared to have stopped again, after which the line was flushed and the clamp was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.